Manufacturer narrative:
The investigation of the manufacturer is ongoing. 4118.

Event description:
Customer reported that a patient had a heparin reaction when no heparin had been given to the patient. The clinician suspected that it could potentially be caused by the bioline coating in quadrox. It is also believed the customer was using tubing from another manufacturer that was coated. Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The customer reported that a patient had a heparin reaction when no heparin had been given to the patient. The clinician suspected that it could potentially be caused by the bioline coating in quadrox. After a circuit change (used tubing set was manufactured by medtronic with cortiva coating and a spectrum pump head was also used) patient had a prolonged aptt result that resolved and normalized about an hour after the circuit change which led them to believe it was a heparin response. No heparin added to new circuit. Uncoated cannulas were used (manufacturer of the cannulas were unknown). No harm to any person has been reported a review of the trend data for similar complaints was performed and no similar complaints were found. New information regarding the cause of the reported event stated by the customer has been received on 2022-08-01 by the ssu (sales and service unit). "Through additional laboratory testing and analysis have narrowed the problem to an internal issue. We are currently gathering additional data to adjust our protocols to prevent future issues.". Based on the information available at this time the reported failure "heparin reaction" could be confirmed but the cause of the reported event was determined to not be attributed to a device related malfunction. The most probable root cause could be determined as internal issue/user error. To perform a device history review (DHR) is not possible as the lot number nor the serial number of the affected oxygenator is available. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use oxygenator quadrox-ID adult g-605 version 04 · us chapter 3 contraindications. No contraindications are known if the device is used for the indications for use in accordance with the stated operating conditions. The device with bioline coating (heparin-albumin coating) must not be used in the treatment of: - patients with known hypersensitivity to heparin (heparin allergy); - patients currently suffering from, or with a history of, type ii heparin-induced thrombocytopenia (hit). Chapter 4.2 safety instructions for the extracorporeal circulation. - use anticoagulants; e.g., heparin or argatroban. ¿ check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). The act should not fall below 480 s. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).